Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 204 units, and the insulin gauge decreased to 40 units within one day. The customer reported that the event occurred intermittently. The customer's blood glucose level was in the low 100's (mg/dl). Reportedly, the customer continued using the pump and had manual injections available as alternate insulin therapy.